Event description:
Additional information: it was later reported that patient had requested an increase in the pump dosing on (B)(6) 2013; however was dismissed by the hcp the next day. It was stated that the hcp would not increase pump dosing and would continue to prescribe oral oxycontin; patient did not like oral medications. Patient's next refill date was on (B)(6) 2012 with an alarm date of (B)(6) 2012. It was further added that after implant patient was hospitalized and "told by another hcp she was being way overdosed". It was also stated that after implant patient went through withdrawal and was hospitalized.

Event description:
Additional information: it was reported that (B)(6) of this last year the pump was revised and over the past weekend, in (B)(6) 2012, the pump and catheter were removed because of a malfunction/defective pump. The patient indicated they did some sort of imaging test that determined an issue and that it was agreed at that point to remove the pump and catheter.

Event description:
A confirmed flipped pump was reported. It was stated that they had to manipulate it for a refill. It was added that patient never had therapeutic effect, was in a lot of pain and was currently on orals. Drug delivered via the device was morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient lost 20-25 pounds before the pump inversion.

Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk.

Event description:
Additional information: the patient indicated that the pump was not working the actual residual volume was greater than the expected residual volume. No specific values for volumes were reported. At the refill appointment on approximately may 5th they pulled out all of the drug from the pump and none had been delivered.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).